Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3708660 lot# serial# (B)(4) implanted: (B)(6) 2015 explanted: (B)(6) 2017 product type extension product ID 37603 lot# serial# (B)(6) implanted: (B)(6) 2015 explanted: (B)(6) 2017 product type implantable neurostimulator product ID 3708660 lot# serial# (B)(4) implanted: (B)(6) 2015 explanted: product type extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) via the manufacturer representative (rep) reported that the patient was in a car accident, resulting in high right side impedances and decreased efficacy. Impedance tests and x-rays were taken to confirm the issue which showed that the right extension was twisted and broken. Both implantable pulse generators (ipgs) and extensions were replaced on date notified as a result, resolving the issue. The patient's indication for implant is parkinson's dual and movement disorders.